Event description:
Caller states she tested 3.6 inr on the coaguchek xs system and 2.7 inr on a comparison lab. Caller states that her coumadin was reduced based on the lab. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.